Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the recharger (B)(6) in this report may have caused or contributed to a death or serious injury. Therefore, the recharger (B)(6) did not and does not meet the reporting requirements. However, this event remains reportable for the allegations attributed to the ins (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back stating they received the replacement recharger but feel it's taking longer than usual to charge their ins. The patient confirmed it's taking about 40 minutes and it's still not completely charged. The patient stated it normally takes them about 20 minutes to charge. The patient also confirmed the ins was depleted when they began charging it. It was reviewed that is within the expected timeframe. The patient agreed and said they'd call back if they still feel it's an issue.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned they had a transcutaneous electrical nerve stimulation (tens) unit used on their shoulder as a therapeutic procedure for shoulder pain and noticed burning at the implant site during the procedure. Pt asked their hcp to discontinue to procedure and the burning stopped. Then, the pt was charging their implanted neurostimulator(ins) on saturday, and pt received an "mm03" code on their controller(patient services specialist(pss) understood that the pt saw "system problem: cannot continue: call medtronic: rm03"). Pt was worried their tens procedure may have damaged their controller or ins. Pt performed a battery reset on their controller 4-5 times(pt later said 5-6 times), but reset did not resolve issue. Pt contacted their mdt rep via phone on saturday, and mdt rep suggested the pt call mdt. An email was sent to the repair department to replace the recharger antenna. Pss also suggested the pt call back and visit their hcp if the replacement recharger antenna did not resolve the issue. Pt mentioned they would not ask the hcp to perform the tens procedure in the future.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.